Manufacturer narrative:
Patient weight not available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts have been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spine procedure, the solera 4.75 screwdriver did not fully engage the solera screw. The screwdriver is engaged in the screw and there is a wobble of the screw. The surgeon proceeded using an alternate screwdriver to complete the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4). The site misplaced the driver and it cannot be located.